Event description:
It was reported that during surgery the surgeon discovered that the hand piece device had an air leak. The reporter stated that there were no injuries or medical intervention reported and there was no delay in surgery. The reporter confirmed that an identical spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device and observed the hose was damaged. Therefore, the reported condition was confirmed. This was due to mishandling of the device. If additional information should become available, a supplemental report will be sent accordingly.